Event description:
It was reported that during treatment of a bifurcation aneurysm of the right middle cerebral artery, after measurement, a web w2-8-3 device was selected and implanted. Post-implantation angiography indicated a hemorrhagic event. For safety reasons, the web device was urgently retrieved; it was reportedly withdrawn through the microcatheter. Coil embolization was performed instead. The patient was reported to have now regained consciousness.

Manufacturer narrative:
The investigation of the returned web system found the web implant to be within dimensional specification. The reported event indicated that the web was implanted; however, the web was returned still attached to the pusher. Therefore, it is possible the web device returned was not the web device that was involved in the reported event. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported event. Supplemental procedure imaging was not provided for review. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The the device was stated to be available for return to the manufacturer for analysis. However, the device has not yet been returned to the manufacturer. Imaging was not provided for analysis and the event as described could not be confirmed. If the device is received at a later date, an analysis will be performed in a supplemental report will be submitted.

Event description:
It was reported that during treatment of a bifurcation aneurysm of the right middle cerebral artery, after measurement, a web w2-8-3 device was selected and implanted. Post-implantation angiography indicated a hemorrhagic event. For safety reasons, the web device was urgently retrieved; it was reportedly withdrawn through the microcatheter. Coil embolization was performed instead. The patient was reported to have now regained consciousness.